Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the avalon fm20 fetal monitor speaker does not work. It is unknown if the device was in use at time of event, no adverse event to the patient/user was reported.

Manufacturer narrative:
This pr was re-evaluated based on investigation results. This record has been deemed non-reportable. During investigation, it was identified that this case (B)(4) was opened to address a boot issue of the device, which was discovered during repair for the speaker issue reported in MFR 9610816-2022-00440..

Event description:
The customer reported that the device would not boot. The issue was discovered during the speaker repair refer to report MFR 9610816-2022-00440 about the speaker issue.